Event description:
It was reported that faulted systems diagnostics test occurred during an appointment which resulted in disabling the patient's generator. It is most likely that this issue occurred and was addressed in the same office appointment; however, a copy of the flashcard has not been received to confirm. (B)(4) attempts to obtain a copy of the flashcard have been unsuccessful to date.